Event description:
Pt had a thrombosed left forearm "ptfe" and was taken to the or for a thrombectomy with a jump graft revision. A jump graft was achieved but there appeared to be a clot in the graft. An adherent clot catheter was used to thrombectomize the clot but on the last pass, the catheter appeared to stick just proximal to the arterial anastomosis. Because the catheter appeared to be lodged on the intimal surface of the artery, an arteriotomy was done which revealed multiple areas of injury where the catheter had abraded it. Repair of the segment of the injured artery was not possible so a saphenous vein bypass was performed.